Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultramini is giving any error 1 message. Per the owner's manual, error 1 indicates there is a problem with the meter. On august 22, 2008, this medical affairs specialist contacted the pt to clarify info obtained from the initial phone call. The pt is on the insulin (u500 humalog) pump and tests her blood glucose 6 to 8 times per day. According to the pt, the reported issue (error 1) first occurred on original date at 9:25 am. The pt was at a meeting and used one of her friend's blood glucose meters. The pt obtained a blood glucose reading of "199 mg/dl" on the friends' meter and took 4 units of insulin. The patient's meeting ended at 11 am. Reportedly, the pt indicated that she would have checked blood glucose at this time; however, she thought the subject meter did not work due to the error 1 message she received earlier. The pt went to drugstore thinking that a new battery would resolve the error 1 message. At around 11:15 am, the pt developed symptoms described as "feeling low and shaky." Then the pt tested on the subject meter and obtained a blood glucose reading of "71 mg/dl." The pt promptly took two glucose tablets. The symptoms abated within 10-15 minutes. The pt called lfs shortly after to have the meter replaced. The pt believes that had she tested her blood glucose at 11 am, she would have prevented the aforementioned symptoms. The pt indicated that her diabetes medication regimen and testing frequency have not changed since the day of the incident. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the pt claimed she had symptoms that can be suggestive of severe hypoglycemia after she reportedly could not check her blood glucose on the subject meter after 9:30 am due to the reported issue (error 1). Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.